Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high blood glucose levels and inaccurate sensor readings. The customer stated that her blood glucose was around 500 mg/dl on the night prior to the call, which she stated was likely due to her having eaten late. She treated with the insulin pump. She declined troubleshooting for high blood glucose, stating that she preferred to monitor her blood glucose. She called the next day reporting the blood and sensor glucose reading discrepancies. The customer's blood glucose was 343 mg/dl, compared with the sensor reading of 210 mg/dl. She declined to complete the troubleshoot procedure and was advised to monitor the situation.